Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose and protruded drive support disk. No alarm was noted for the loose drive support disk. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump returned an error alarm during a set change. Blood glucose level was 217 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).